Event description:
Trauma/clinical complications. Additional information from account reported that patient had beat on the mouth, therefore material was affected and they removed it. Unknown implant.

Event description:
Trauma/clinical complications. Additional information from account reported that patient had beat on the mouth, therefore material was affected and they removed it. Unknown implant.